Manufacturer narrative:
The customer declined to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the lot number was not provided, verathon was unable to check the device history record (DHR) for similar complaints related to the lot number. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends. The customer acknowledged that the event was due to user error; they put the bronchoscope down an et tube that was too small. They admitted that verathon's scopes are clearly labeled and that it was the et tube they used that was labeled incorrectly. The glidescope bflex single use bronchoscopes with glidescope video monitor operations & maintenance manual (omm) states that the minimum inside diameter of the endotracheal tube must be 7.0 mm. The customer stated that the tube size of the endotracheal tube they employed was 6.5 mm.

Event description:
The customer reported that during an emergency care procedure, using a glidescope bflex 5.8 bronchoscope, the bronchoscope "peeled". On follow-up with the customer's biomed, the incident was described as: "the outer layer of the scope frayed off exposing an inner section". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.